Manufacturer narrative:
(B)(4). The investigation is ongoing at this time. A follow-up report will be submitted when the results of the investigation become available.

Event description:
As reported by the user facility: leakage of herceptin occurred at the upper y-site where the secondary IV set was connected. The patient was able to receive the full dose, as the leakage was minimal. No patient injury.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample, without packaging, was returned for evaluation. Upon visual inspection, an unidentified luer connector was noted to be broken off in the port of the proximal caresite valve. Therefore, the reported defect of leakage was confirmed. This was confirmed to be due to the luer connector of a secondary set being broken off in the port of the proximal caresite valve. B. Braun medical inc. Has initiated a corrective action/preventative action (CAPA) to address the issue of connecting devices becoming stuck or completely breaking off inside the caresite valve. A review of the discrepancy management system (dsms) database was unable to be performed as the lot number was reported as unknown. We will maintain this report for further references and continue to monitor other reports for similar occurrences.